Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2004.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with lavh with bso, lysis of ovarian sidewall, cystoscopy, and repair of bladder tear due to sui. It was reported that following insertion the patient experienced urinary problems, organ perforation (bladder), fistulae (tunneling between organs), dyspareunia, neuromuscular problems (spasms). It was reported that patient underwent cystoscopy on (B)(6) 2004, due to voiding difficulty. No additional information was provided.